Event description:
Patient called lfs alleging the meter would not power on while attempting to test. The patient reported no high or low blood glucose symptoms while attempting to test. The patient went to the doctor's to have their blood sugar tested, no treatment given. The issue was not resolved with troubleshooting. No further information has been reported.